Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. It was reported during advancing the .014 guidewire and sterling balloon, the .014 guidewire got into a dissection plane. Attempts were made to get into the true lumen but were unsuccessful and the surgeon decided to abort the procedure. A carotid endarterectomy (cea) was performed the following day.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.